Manufacturer narrative:
The tandem pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 472-550 mg/dl; cause was unknown. Bg was addressed via a manual injection and delivering a correction bolus. System check was performed with tandem technical support and the pump time was inaccurate; cause was unknown. Additionally, the customer used humalog insulin and changed the supplies every 3 days. The customer was instructed to consult with their healthcare provider regarding bg level.